Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a surgical procedure while slitting inner cannula, the physician had to push hard to cut through the hub. The slitter disengaged the catheter, and the physician pushed the slitter into the second digit of his left hand piercing the skin. A band aid was applied, and bleeding was controlled.